Event description:
On (B)(6) 2011, the pt reported that the down button of his insulin infusion device is not functioning. The pt reported that the issue has been ongoing for several months. The button does pop back up after being pressed. No physiological effects were reported. The pt did not require medical assistance from a health care professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.